Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 403:317:871:0000 was discovered and confirmed by a baxter service technician during product evaluation. The root cause of this condition was assigned to issues with the u65 programmable read only memory (prom). The u65 prom was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump encountered failure code 403:317:871:0000. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.